Event description:
The customer received a blood glucose reading of 43mg/dl, at 10:45am, on the contour next link. Even though she thought her symptoms of blurred vision and feeling groggy were due to hyperglycemia, she ate some candy. She retested at 11:19am with a reading of 254mg/dl, and begain feeling better. At 12:12pm her reading was 288mg/dl, at which time she felt even better. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.